Event description:
During a coronary drug eluting stenting treatment procedure lesion crossing difficulties and stent damage occurred. In 2005 the target lesion, located in the circumflex, was predilated with an unknown size maverick balloon. A taxus express2 2.5 x 16 mm drug eluting stent was unsuccessful in crossing the lesion and a strut had become bent. The procedure was then successfully completed with taxus express2 2.5 x 8 mm stent. There were no reported pt complications.